Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set disloged event on 05-jun-2024. The blood glucose level was 17 mmol at the time of event therefore the patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.